Manufacturer narrative:
The stent will not be returned for analysis as it remains within the patient and the pushwire was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that solitaire fr3 device got caught in the carotid stent during the procedure and detached. The patient was undergoing thrombectomy treatment of ischemic stroke located in m1. Vessel tortuosity was described as moderate. IV tpa was not contraindicated. It was reported that the physician dissected carotid while getting catheters up to treat stroke. He had to put a carotid stent in the internal carotid. Then he pulled out the clot with solitaire. While trying to pull the solitaire thru the carotid stent, the solitaire got caught and detached. So, the physician pinned the solitaire against the wall with another carotid stent. Patient is fine. Only one pass was made with solitaire stent during the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.